Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a revision breast augmentation with two 415cc mentor memorygel breast implant prostheses and experienced bilateral ptosis, and left-sided grade iii/IV capsular contracture and rupture postoperatively. The diagnosis was confirmed via physical examination. Due to the left-sided capsular contracture and bilateral ptosis, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant (catalog #: shpx-450, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the right-sided implant was found to be intact and left-sided implant was found to be ruptured. The patient has fully recovered after the revision surgery. This report is for the right-sided prosthesis.